Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01641 /-01642).

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon reamed and broached for a 9mm, the broach sat proud, however the stem subsided. Additional products were utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive in determining root cause.